Event description:
It was reported that the patient felt diaphragmatic stimulation due to high threshold on the left ventricular (lv) lead. Additional information was received from the clinic confirming that the patient has not further followed-up. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted (B)(6) 2014; 694758 lead, implanted (B)(6) 2014. (B)(4).